Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. Review of the device log shows two shock advised prompts following a manual analyze button press, which would advise the users to stand clear and press the shock button. However, without a clinical file, the rhythm that was present at the time cannot be analyzed. A true conclusion cannot be drawn without review of the clinical file. The device passed all testing without any evidence of inappropriately analyzing and advising shock on normal sinus or any other non-shockable rhythm. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.